Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 70 year old male patient was on impella cp support and during support, the patient had a hematoma at the access site. The hematoma was expressed and heparin was paused. Support continued. After the impella was explanted, the patient developed limb ischemia in the patient's right femoral artery (impella cp access side). The patient was taken to the hybrid room to do an aoro of the right lower extremity. When ro completed, there was no distal flow to the rfa or rfv. A fasciotomy was completed. The doctor believed that this issue was caused by the original rp flex insertion. It is unknown if the impella cp contributed to the limb ischemia.